Manufacturer narrative:
The reported field event of oversensing could not be confirmed in the lab. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was experiencing far p-wave oversensing. No further action had been taken to resolve the issue. The patient did not suffer any consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted on (B)(6) 2021. No additional patient consequences were reported.